Manufacturer narrative:
Sample collection and centrifugation information were not provided. Qc was within established ranges. The tp cartridge had less than 12 tests left. Bci sent the customer environmental caps for the reagent cartridge.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated seven (7) erroneously low total protein (tp) results, which were reported out of the lab. Subsequent testing on an alternate instrument generated higher results and patient reports were amended. No change to patient treatment or diagnosis was reported with this event.